Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. Patient also had another device implanted. Information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is in process.

Event description:
The hospital's biomedical engineer called the philips response center in (B) (4) and reported that the pt's spo2 saturation level had dropped over a one hour period of time, and that no **yellow limit violation or *** red desat alarms were provided for this event.